Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06274. It was reported that rotawire fracture occurred. The target lesion was an area of multiple layer ostial instent restenosis that also appeared to be under extended located in the heavily calcified right coronary artery (rca). A rotalink burr and rotawire were used and advanced to treat the target lesion. The vessel was wired with a non-bsc wire which was then swapped out for a rotawire. While burring the proximal section, the wire appeared to come back into the proximal portion of the artery and it was noted that the wire was fractured or burred through. An intravenous ultrasound was used and confirmed that the fractured wire was not in the aorta. Then the physician decided to stent the distal to where the wire fracture and where the tip of the wire was located and proceeded to stent proximally to the ostium of the rca. The rotawire was then completely encapsulated between the artery wall and the newly placed stent. Then the vessel was ultrasound again and it was noted to be in good condition. No further patient complications reported.